Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that patient presented to the hospital after receiving multiple inappropriate shocks due to noise. The oversensing was noted on the lead. Externalized conductors were not noted via fluoroscopy. The lead was capped and replaced.